Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (251 mg/dl). Reportedly, the customer is a "brittle diabetic" and has multiple health issues including cerebral palsy. Customer determined their pump basal rate was programmed incorrectly. Reportedly, pump basal rate was programmed at 0.6 units of insulin and should have been programmed at 0.65 units. Tandem technical support guided the customer through adjusting their basal rate.